Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing difficulty inserting the laser probe into the cannula during a procedure. The laser probe was exchanged to complete the case. There was no harm to the patient. This is the first of two files.

Manufacturer narrative:
No further information was able to be obtained from this customer. A laser probes were returned for evaluation. The 25(g) gauge laser probe was manufactured on november 12, 2015. There were (B)(4) paks associated with this lot. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. The second laser probe was manufactured on september 16, 2015. There were (B)(4) paks associated with this lot. A review of the manufacturing did not reveal any related non-conformity during manufacturing for this product. The associated system was manufactured on august 25, 2011. Based on qa assessment, the product and associated system met specifications at the time of release. A 25g laser probe was received for evaluation. A visual assessment of the returned sample was performed on august 18, 2016 and showed no obvious nonconformities. The laser probe was inserted into a 25 ga trocar cannula, and passed through with no noticeable resistance. The laser probe tip was measured using the 25 ga needle length gauge, where the cannula was found to meet specifications. Sample was found to meet specifications. The manufacturer internal reference number is: 2016-36832